Event description:
Device analysis performed on the returned electrode found that the shaft of the electrode was separated from the hub. The root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.